Event description:
Approximately six months after the hvad implantation, the vad coordinator reported that the patient had been admitted to hospital when he presented with two days of melena and lethargy. The patient was treated with two units of packed cells. The patient's aspirin and persantine were discontinued with no further antiplatelet therapy and his coumadin continued. The patient was also started on protonix prior to his discharge home three days after his admission doing well but still lethargic. Investigation is ongoing.

Manufacturer narrative:
The hvad® pump remains implanted in the patient and is not available for return to the manufacturer for analysis. Gastrointestinal bleeding (gi) is a known potential complication associated with patient implanted with a ventricular assist device. Discontinuation of antiplatelet medications may have been a contributing factor. There is no evidence to suggest that a device malfunction caused or contributed to the event. No additional information will be forthcoming. This is one of two reports (3007042319-2014-00280) submitted for devices related to the same patient.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2014-00280 and 00281) submitted for device related to the same patient.